Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18-mar-2026 against "lot number 6011741 and similar malfunction code(s): tubing damage - significant / extensive tubing is split (along the length of the tubing) or has pinholes the review confirmed that lot 6011741 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-mar-2026 against "lot number" criteria equal 6011741 and similar malfunction codes tubing damage - significant / extensive. Tubing is split (along the length of the tubing) or has pinholes. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6011741 was manufactured according to the work instruction (wi) version 82 and manufactured in the line 12 on 25/feb/2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5b03914 was manufactured according to the wi version 42 and manufactured in the machine 04, 08, on 21/feb/2025, with a total of (B)(4) units. Non conformance (nc) 2165520 several loads interrupted during the sterilization process by power outages at sterigenics g.p is not associated to reported issue on this complaint. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011741 and related malfunction codes for leak issues. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an insulin flow blocked alarm due to a bent infusion set event on (B)(6) 2025. The bent was in the tubing. No further information available.